Event description:
The customer reported that there were missing images. The unit displayed an error message with one battery, but worked well with another battery. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The service rep replaced the defective battery that was causing the sensor to fail intermittently. (B)(4).